Event description:
It was reported that this right ventricular (rv) lead had output higher than normal. The rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)